Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with a blood glucose reading of 1241 mg/dl. Troubleshooting was performed. No insulin exited during the prime test. The customer did not have a reservoir available to complete troubleshooting. The customer's girlfriend was advised to have the customer call back to complete troubleshooting prior to resuming use of the insulin pump. Nothing further was reported.